Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion site cannula was bent. Reportedly, the blood glucose level was 739 mg/dl and the patient self-treated it with a bolus via pump. Subsequently, the patient was hospitalized and received intravenous insulin drip as corrective treatment which resolved the issue. The patient was admitted for two days and there was no permanent damage to the patient. The infusion set was used for less than 24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.